Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an issue on infusions running slower than intended started approximately six to eight months ago and there are no trends regarding type of fluid, medication, or duration of the infusion. These issues occurred on normal saline 1,000ml IV bags infusing as a primary with leftover volumes between 150ml-300mls and secondary infusions of antibiotics with an approximate leftover volume of 50ml. In each case, additional volume was programmed to complete the infusion. This was reported to bd representatives during their site visit. The information on patient involvement is unknown.

Event description:
It was reported that an issue on infusions running slower than intended started approximately six to eight months ago and there are no trends regarding type of fluid, medication, or duration of the infusion. These issues occurred on normal saline 1,000ml IV bags infusing as a primary with leftover volumes between 150ml-300mls and secondary infusions of antibiotics with an approximate leftover volume of 50ml. In each case, additional volume was programmed to complete the infusion. This was reported to bd representatives during their site visit. The information on patient involvement is unknown.